Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving infumorph (10 mg/ml at 1.9 mg/day) via an implanted pump. The pump's indication for use (IFU) was noted as spinal pain. The hcp reported that the patient was new to him and that the patient came in with a critical alarm. Pump interrogation revealed a reservoir volume of 0 ml and indicated that 40 ml has been dispensed since the pump was updated. The hcp stated that he could get medication to fill the pump in 48 hours. No patient symptoms were reported. The event date was noted as (B)(6) 2016. Follow-up was conducted for the reason why the pump got empty before it was refilled, actions/interventions taken to resolve the event, symptoms, and the event resolution status. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the caller felt symptoms of general withdrawal symptoms when the pump went dry.

Event description:
Additional information was received from a healthcare provider (hcp). The patient had medication refilled without further action taken. The patient never followed up with the hcp if the event resolved.